Event description:
Boston scientific received information that this patient was recently at home depot and noted high out-of-range (oor) shocking impedances. Boston scientific technical services (ts) was consulted and suggested it may have been due to close proximity of some equipment. The health care professional (hcp) stated that they would continue to monitor the patient for now, with no plans to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation of high shock impedances could not be confirmed in analysis.

Event description:
Boston scientific received additional information that the patient passed away five months later. There were no allegations reported since this event occurred and no report that the product caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.